Manufacturer narrative:
The technician found the hydraulic cylinder is faulty. The technician replaced the hydraulic cylinder to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Technician alleged that the stretcher hi/low drifts down. No pt impact.